Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01392. It was reported the patient was implanted with two dbs ipgs. Reportedly, surgical intervention was undertaken wherein one ipg was replaced due to end of service life and the physician electively replaced the second ipg during the same procedure.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-01392.